Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. The 90% stenosed target lesion was moderately calcified and moderately tortuous. A 2.25x12mm promus element plus stent delivery system was selected to treat the target lesion. Upon insertion, the physician felt resistance and decided to remove the device from the patient. Upon withdrawing the device, the stent dislodged and was removed with a snare. The procedure was completed with a different device. No further complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was returned for analysis. The stent was severely damaged and returned still attached to the snare at the tip of the guide catheter used for the snaring procedure. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Contrast media was present within the entire length of the lumen, therefore indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. The 90% stenosed target lesion was moderately calcified and moderately tortuous. A 2.25x12mm promus element plus stent delivery system was selected to treat the target lesion. Upon insertion, the physician felt resistance and decided to remove the device from the patient. Upon withdrawing the device, the stent dislodged and was removed with a snare.. The procedure was completed with a different device. No further complications were reported and the patient's status was good.